Event description:
On (B)(6) 2010 after my wife (B)(6) placed her contact lenses for soaking in a disinfecting eye solution for approx 6-7 hours, her right eye was injured and she could not remove the lens from the eye until several attempts were made. The product contents included micro filtered hydrogen peroxide (3%). After removing her lens from the right eye, she noticed that the eye was burning, irritated, blurred and had a white discharge. This lasted for over 50 hours and an eye doctor was seen before the 50 hours had elapsed. Later we learned that the product solution we purchased also required purchase of a disposable cup and disc to neutralize the hydrogen peroxide. We were advised by the pharmacy that the product came only with the solution and the disposable cup and disc were not sold in the store. The packaging specifically referred to the cup and disc. When we advised ciba vision of the event they advised that they were selling the solution which had been discontinued and they no longer sold the cup and disc referred to you their packaging.